Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed kinks in the sheath, telescope, and imaging window assembly, and the tip was detached. Functional inspection was performed using the motor drive unit and ilab system, along with the above-referenced calibrated equipment. Impedance testing revealed no electrical issues with the device. Image characterization testing showed that a good image appeared in the ilab system. Based on the evidence, the as reported code of image lost cannot be confirmed. The sheath, telescope and imaging window kinked found during the visual inspection could not have contributed to reported issues. The tip detached found during the visual inspection could not have contributed to reported issues.

Event description:
Reportable based on the device analysis completed on 04 nov 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. The patients condition was good, and no complications were reported. However, device analysis revealed that the tip was detached.